Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the proximal tube (right)"), device breakage ("small metallic fragment embedded opposite the edge of the fallopian tube/identified in the left cornu is. An additional fragment of elongated gray' metallic thin wire"), endometritis ("endometritis") and pelvic pain ("pain") in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included congenital nipple inversion, vesicoureteral reflux surgery, urinary tract operation, endometrial polyp, gestational diabetes, vesicoureteral reflux surgery and knee operation. Concurrent conditions included anemia, obesity, overweight, migraine since (B)(6) 2017, headache since (B)(6) 2017, bleeding genital, vaginal dryness, uti, follicular cyst of ovary, uterine bleeding, dysmenorrhea, weakness, numbness, tingling, nocturia, stress incontinence, parakeratosis, uterine leiomyoma and ovarian cyst. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), docusate sodium, ibuprofen, naproxen (naprosyn) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), weight increased ("weight gain"), dyspareunia ("pain during sex/post coital pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), cystitis ("bladder infections"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), asthenia ("weakness"), depression ("depression"), anxiety ("anxiety"), myalgia ("muscle aches"), dizziness ("dizziness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, endometritis, pelvic pain, infection, weight increased, dyspareunia, fatigue, cystitis, hypoaesthesia, paraesthesia, asthenia, depression, anxiety, myalgia, dizziness, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, back pain, vulvovaginal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, cystitis, depression, device breakage, dizziness, dyspareunia, embedded device, endometritis, fatigue, hypoaesthesia, infection, menorrhagia, myalgia, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Gynecological ultrasound report: uterus: anteverted. Right ovary: normal. Left ovary: normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, menorrhagia, pelvic pain, abdominal pain, fatigue, back pain, muscle aches, dizziness, depression, anxiety, vaginal hemorrhage. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: mr received: events: embedded device and device breakage added. Reporters added. Product indication added. Concomitant drugs and diseases added. Historical conditions added. Auto-narrative supplement added. Unstructured relevant test added. On 15-oct-2018: no new significant information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") and pelvic pain ("pain") in a female patient who had essure (batch no. B30421) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity and overweight. Concomitant products included alprazolam (xanax), bupropion (wellbutrin) and naproxen (naprosyn). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), weight increased ("weight gain"), dyspareunia ("pain during sex/post coital pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), cystitis ("bladder infections"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), asthenia ("weakness"), depression ("depression"), anxiety ("anxiety"), myalgia ("muscle aches"), dizziness ("dizziness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, pelvic pain, infection, weight increased, dyspareunia, fatigue, cystitis, hypoaesthesia, paraesthesia, asthenia, depression, anxiety, myalgia, dizziness, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, back pain, vulvovaginal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, cystitis, depression, dizziness, dyspareunia, endometritis, fatigue, hypoaesthesia, infection, menorrhagia, myalgia, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") and pelvic pain ("pain") in a female patient who had essure (batch no. B30421) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity and overweight. Concomitant products included alprazolam (xanax), bupropion (wellbutrin) and naproxen (naprosyn). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), weight increased ("weight gain"), dyspareunia ("pain during sex/post coital pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), cystitis ("bladder infections"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), asthenia ("weakness"), depression ("depression"), anxiety ("anxiety"), myalgia ("muscle aches"), dizziness ("dizziness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, pelvic pain, infection, weight increased, dyspareunia, fatigue, cystitis, hypoaesthesia, paraesthesia, asthenia, depression, anxiety, myalgia, dizziness, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, back pain, vulvovaginal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, cystitis, depression, dizziness, dyspareunia, endometritis, fatigue, hypoaesthesia, infection, menorrhagia, myalgia, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, fatigue, bladder infections, endometritis, numbness, tingling, weakness, depression, anxiety, muscle aches, dizziness, bladder problems, urinary problems, abdominal pain, back pain, vaginal pain, leg pain added. Events outcome,lot number,concurrent condition,concomitant medication,reporters,lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), weight increased ("weight gain") and dyspareunia ("pain during sex"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, weight increased and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.